Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the microsoft hard drive was failed, which caused the station screen to display a blue screen error and a device re-image was required. The field service engineer (fse) attempted to re-image the device four times, with the fifth attempt succeeding using an alternate method. The device was then configured, which took a considerable amount of time but was completed successfully. Service was fully restored after data synchronization was completed. The customer was able to log into device. The system functioned after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the station was not communicating. The customer had restarted the device several times, but it still failed. When the device was checked in remote support service, the station appeared offline, there had been no power or network issues at the site. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.